Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Our product evaluation laboratory received one image for review. The plastic shield of a contamination shield had a tear near the location of the catheter tip. Although there was a trace of blood, blood leakage was not able to be confirmed from the image. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of "contamination shield was damaged" was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the introducer, to consider the potential benefits in relation to the possible complications. The techniques for insertion and the occurrence of complications is well described in the literature. In this case, the patient required a new stick to insert a new introducer. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use of an introducer, the contamination shield was damaged and there was approximately 10ml of blood leakage observed from it. A new introducer was placed by removing everything and starting the procedure from the beginning at a new insertion site. There was no allegation of patient injury. Patient demographics were requested and not provided. Unfortunately, the product was exposed to infectious disease and not able to be returned; however, an image was provided.